Manufacturer narrative:
One 23 gage vitrectomy cutter was returned in an unknown sterilization pouch with a bl5323w pack label stapled to it. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The inner needle did not reach the cutting edge. The inner needle advanced into the port window but then freezes up partially blocking the port. It should be noted that a bent needle could contribute to poor cutting performance due to binding between the inner and outer needles. The cause of the bent needle cannot be determined.

Manufacturer narrative:
Product has been requested for evaluation however it has not been received. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Cutting has stopped after some time yet aspiration continues. The cutter was changed. No patient impact or injury.